Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v119981, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v017959, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-operative impedance testing of the implantable neurostimulator (ins) showed that there were high values on some contacts. The bipolar impedances were tested at 1.5v and they were "high." It was reported that no action was needed. The ins was replaced as planned and the impedances post-operation were "normal." It was stated that the patient was alive with no adverse event or injury. No further information was provided.

Event description:
Additional information: it was reported that invalid impedance readings of "???" Were seen on contacts 4<(>&<)>6 as well as 4<(>&<)>7 at the same time as the previously reported high impedances.